Manufacturer narrative:
It was reported that the patient returned to the hospital for angina and pericardial effusion after 2 months of amulet device implant. A pericardiocentesis was performed and 230cc of fluid was drained. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The reported event of pericardial effusion was confirmed based on the cine review performed at abbott. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f unknown delivery system. The patient was in sinus rhythm. Transseptal access was inferior mid. The patient's activating clotting time (act) level was 345 seconds. The patient's left atrial pressure was 10mmhg. Heparin was administered. During the procedure the occluder was partially re-captured once. On (B)(6) 2025, the patient returned to the hospital with chest pain. A 1.52cm pericardial effusion was detected in the transverse sinus. On (B)(6) 2025, a pericardiocentesis was performed and 230cc of fluid was drained. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.